Manufacturer narrative:
Investigation pending.

Event description:
Customer reported potential false negative troponin I (tni) results on triage cardiac panel vs. Results on siemens dimension. A patient came into the ed with shortness of breath. The initial blood draw on (B)(6) 2012 was tested on the triage cardiac panel and gave negative result. It was run twice on two separate cartridges with same result. The plasma was run on siemens dimension vista with a positive result. The ed did cardiac rhythm analysis that showed atrial fibrillation. Patient was diagnosed in the ed with atrial fibrillation, coronary artery disease and chf. The patient was in the ICU when customer contacted alere. The testing performed on (B)(6) 2012 was done on the dimension.